Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h.4. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H6: investigation summary no samples or photos received for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h.10

Event description:
It was reported that the unspecified bd¿ phaseal experienced foreign matter, contaminated. The following information was provided by the initial reporter: on (B)(6)2023 we received a complaint from the hospital pharmacist (here in cc): "a vial was pierced with a phaseal system, and a piece of rubber ended up in the vial". The investigation from our side on the complaint sample coming with the outcome revealed that the composition of the identified particle corresponds to the vial stopper. Since the probable root cause of the reported defect could be associated with the application of a cstd, we were requested to notify the manufacturer/distributor.